Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure. It was further reported that 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery.